Event description:
It was reported by the customer that during a shoulder arthroscopy the ceramic tip broke off in the pt's shoulder joint. Customer also reported the tip was removed with no injury to the pt.